Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device change out, it was noted that the right ventricular lead had rising capture threshold as well as rising impedance. Lead was capped on (B)(6) 2019 due to lead fracture and a new lead was implanted. Patient condition was stable.